Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography case, balloon extraction of stones from the common bile duct was being performed. During the procedure, the catheter was inserted, and balloon was inflated and then withdrawn with the intention of removing stones/grit from the choledochus, but after a few swipes the balloon could no longer deflate. Reportedly, if the balloon is not deflated, the catheter could not be removed and thus the entire endoscope had to be reintroduced. The papilla also had to be re-cannulated. Reportedly, due to the procedure taking longer, the papilla became edematous and introducing it with a cannula became more difficult. The entire endoscope was removed along with balloon from the patient, the catheter was cut to remove the remainder of it, and then scope reintroduced. The procedure was completed but 30 minutes longer and sedation lasted much longer than necessary. There were no adverse effects or complications reported, but patient was at additional risk due to co-morbidities and compromised airway/circulation. The current condition of the patient is reported as ¿good¿.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The actual subject device was not returned to olympus for evaluation; only the sterilized packaging was returned. Therefore, the issue could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection-control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage.¿ ¿confirm that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is not deflated completely, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage, and could damage the endoscope and/or instrument.¿ ¿do not forcibly insert the instrument if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. The use of excessive force causes patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument.¿ ¿do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur.¿ ¿do not inflate the balloon with any syringes other than the attached premeasured syringe. Otherwise, the balloon may burst, and the pieces could remain in the duct. This could result in mucous membrane damage.¿ ¿inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon.¿ ¿if it is difficult to pull the plunger of the premeasured syringe when deflating the balloon, detach the premeasured syringe from the air-feeding port.¿ this supplemental report includes a correction to e3 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.